Manufacturer narrative:
Batch review performed on 18 march 2019: lot 147110: (B)(4) items manufactured and released on 14-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold, without any other similar event reported.

Event description:
About 2 years after surgery the surgeon revised the patient knee for instability. Liner swap. The surgery was completed successfully. The reason of the instability is unknown.